Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had no delivery alarms on their insulin pump. It was also found the customer had a black circle on their insulin pump's screen. It was also reported the customer experienced a low blood glucose of 50 mg/dl. Customer was able to raise their blood glucose to 281 mg/dl. However, it was found the insulin pump alarmed no delivery during the correction bolus. The customer also reported a bent cannula being a possible cause of the no delivery alarm. No additional information provided.